Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise began appearing on rv lead on 21-aug-2019. Led to inappropriate detection/recordings but no therapy given. Lead was capped and replaced on (B)(6) 2019.